Event description:
It was reported that the patient experienced dizziness due to increased capture threshold resulting in intermittent capture by their aveir leadless pacemaker. The device was retrieved and replaced. The patient was stable.

Manufacturer narrative:
The reported event of capture problem was not confirmed. Final analysis showed that the outer helix was within specification and telemetry and output features were normal without any anomalies. No issues were detected.